Event description:
It was reported that a patient presented to clinic with discomfort caused by their pacemaker (pm) pressing on their skin. The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
The reported complaint of device pocket issues and patient pain could not be confirmed. Analysis of the pacemaker found normal interrogation results, acceptable visual screen, and acceptable preliminary test results. No anomalies were noted.